Manufacturer narrative:
The reported issue has been documented into asp's complaint sys for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. In october 2007, a CAPA was initiated and customer letter was sent to all sterrad systems users to directly contact the device manufacturer regarding material compactibility and functional performance questions of the device with the sterrad systems. Risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. Asp will continue to track and trend. This complaint was part of a retrospective review.

Event description:
The customer alleged damaged eye piece after being processed in the sterrad. There were no reports of injuries.